Manufacturer narrative:
(B)(4).

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(4) 2014, inratio inr: 4.0, laboratory inr: 10.0. Therapeutic range 2.0 - 3.0. The time between testing was fifteen (15) minutes. Reportedly, the meter was not in the correct mode when the finger stick was performed, sample was not applied immediately and the first drop of blood was not used. There was no reported adverse pt sequela. There was no additional info provided.